Event description:
It was reported that approximately 6 years post implantation of a right total hip arthroplasty, the patient alleges pain in hip and severe anaphylaxis. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D6a implanted: (B)(6) 2018. D10: cat# 0106010107 lot# 2899287 avenir mller stem 7 lateral. Cat# 00877803603 lot# 2930007 biolx opt hd/adpt 8/10 36x+4. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.